Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. Around 1:30 am to 3 am at home, the patient received an alarm on the app that the cgm reading was 62 mg/dl and she couldn't find her bgm. The patient was feeling disoriented, little weak, shaking a little. The patient called 911 and the ambulance they took a bg reading which was 90 mg/dl and the cgm reading was 62 mg/dl. The patient was taken to the emergency room (ER) the cgm rea gg+ 63ding was 58 mg/dl, and the bg reading was 121 mg/dl. The patient was treated with fluids. They performed blood works: 89 mg/dl cgm and 196 mg/dl bg, 164 mg/dl cgm and 204 mg/dl bg, and 104 mg/dl cgm and 214 mg/dl bg. The patient was discharged (less than 24 hours) and the cgm reading was 58 mg/dl and the bg reading as 121 mg/dl. It was confirmed that the patient didn¿t experienced dka and thyroid was functioning normally. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. At around 1:30 am to 3 am, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the ambulance came, the reported glucose values fall within the b zone of the parkes error grid. At the ER, the reported glucose values fall within the b zone of the parkes error grid. The other performed blood works at the ER all fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.